Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type: lead. (B)(4).

Event description:
The health care provider (hcp) reported that the patient's implantable neurostimulator (ins) was removed due to the patient not getting good therapeutic relief from pain. The patient's lead was still in place. No additional interventions or outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.